Manufacturer narrative:
Date rec'd by MFR: 10aug2019. The 1/4 turn locking fastener pin was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the 1/4 turn locking fastener pin revealed that the retainer and fastener were missing. The returned pin,1/4 turn locking fastener didn't include the retainer, fastener. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Serial number unknown. Phone not provided.

Event description:
The customer reported that a black ring is missing in kit. There was no patient involvement.